Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was intermittently unresponsive and hyper-responsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2015-device evaluation: the pump serial number was added to the complaint file on (B)(4) 2015; however, the pump was investigated on (B)(4) 2012, making it no longer available for investigation. The following findings are from the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of a keypad button response issue could not be investigated due to the pump¿s disposition after it was initially investigated. Unrelated to the complaint, investigation revealed the time and date reset to factory settings when the battery was removed and reinserted within 24 hours. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Also unrelated to the complaint, the battery compartment threads were stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.